Event description:
It was reported to philips that the geometry movement was not available in the system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned (non-emergency) procedure was performed when the issue happened, and procedure was completed as planned after a reboot. The philips field service engineer (fse) inspected the system onsite and confirmed motorized movements became unavailable. Upon troubleshooting, fse found amc triple servo drive was defective. To resolve the issue, fse replaced the spare part of amc triple servo drive. After replaced amc triple servo drive, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same azurion system. The device has no issue, procedure was completed as planned after a reboot. This event would not be reportable. The codes were updated based on the investigation outcome.